Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty, a tip detachment occurred. The arteriovenous fistula (avf) was located in the right arm. As the physician removed the balloon protector from the synergy balloon dilatation catheter, the tip of the synergy detached outside of the pt's body. The procedure was completed with another of the same device. No pt complications were reported and the pt's status was noted as "good".